Event description:
(B)(4) - it was reported by the consumer that the ct7a front riggings would not stay in place. Additionally, he alleged that he had a cut due to lack of ability to lift himself up for pressure-relief issues. The dealer advised him to use the handrails to lift himself instead of the armrests.

Manufacturer narrative:
(B)(4) - no RMA has been initiated for this issue. Model ct7a, serial number/date code (B)(4) is approximately six month old. The owner's manual part number 1167484 rev. A (sep-10) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is (B)(6) male. The consumers medical condition, stability and medication regimen are unknown. The consumer's technique while using the device and the maintenance history of the device are unknown. The malfunction has not been confirmed.